Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when staff plugged in the hemopro to the extension cable, the power supply immediately began beeping signifying, energy was being delivered even though the activation toggle switch on the hemopro was confirmed to be in the "off" position. Staff unplugged the cable and noticed that the hemopro tissue welder jaws and the very clear tip were burned. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. It never touched the pt.

Manufacturer narrative:
Investigation results: visual inspection showed the hot and cold jaw boot insulations had been burnt and melted. Based upon condition of jaw boots, the reported complaint is confirmed. Resistance measurements were conducted and results were within specifications. The micro switch functioned properly. A pre-cautery test was conducted using the reference power supply and extension cable. Results from testing showed that steam was generated from the saline moistened gauze during several device activations. Additionally, the device did not immediately activate. The device meets electrical product specifications. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B)(4).